Event description:
During a wisdom tooth removal the drill became hot within one min of use causing a blanched area on pt's lip smaller than a dime. The pt has not returned for follow up visit. No treatment was required.